Event description:
Bowel injury.

Manufacturer narrative:
Per surgeon's medical opinion, the relationship of the event to the device is unknown; bowel injury is a known risk of the approach for the axialif procedure. The patient is doing well post-op.